Event description:
A report was received from a user facility in the (B)(6) stating: "the cutter started off working fine and then began starting and stopping while it was in the eye. The cut rate was changed from 5000 cuts per minute to 4000 cuts per minute and it seemed to help." Additional information received (B)(6) 2011 states the surgery was successfully completed at 4000 cuts per minute with no impact to the patient. There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
The device has not been received for evaluation. The sterilization and lot history records were reviewed and found to be acceptable. This vitrectomy cutter is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.